Event description:
Event is reportable based on investigation completed on (B)(6) 2010. It was reported that during a percutaneous coronary interventional procedure, a balloon catheter would not cross a lesion. The 90% stenosed lesion was located in the severely tortuous and calcified distal left anterior descending (lad) artery. The maverick balloon catheter 15mm x 2.0mm was advanced and unable to cross the lesion. The procedure was completed with another unspecified device. No patient complications were reported. The patient's status is stable. However, product analysis revealed a shaft break.

Manufacturer narrative:
Device evaluation by manufacturer: the device was received in two pieces. Blood and contrast were present throughout the distal shaft. The detached proximal piece measured 49-1/4" from manifold. The detached distal piece measured approximately 10-1/2" and was damaged and accordioned throughout the entire distal shaft. Microscopic examination of the distal end of the device revealed damage to the distal tip. There was no evidence of any material or manufacturing deficiencies that could have contributed to the tip damage. The manufacturing batch record review confirmed the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).